Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).